Manufacturer narrative:
The complaint of a subcutaneous break is confirmed. The damage found at the distal end of the complaint sample contains evidence of a break in the tubing as apposed to sharp instrument damage. The tubing fracture may have resulted from manipulation of the catheter, however, a conclusive determination of the specific mechanism of damage cannot be made without a thorough eval of the distal section of tubing that was not returned by the complainant. Gross visual and microscopic examination show no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
Broviac snapped in half while in pt. No known extra force or pressure. Surgical resident removed all, pt ok. Did not embolize.